Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The complainant has indicated that the device was disposed, and not available for return. Therefore, a device eval cannot be performed. The cause for the reported event is undetermined. A search of the customer shipment history identified three lots shipped to the customer prior to the event date (lots: 0000034880, 0000033470, 0000031330). The device history record for each of the three lots was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for any of the three lots. The may 2008 15-month achalasia balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp on june 24, 2008, that a regiflex ii single use achalasia balloon dilator device was used in 2008. According to the complainant, "during the procedure, the device was successfully inflated with air at 12 psi for 2 minutes. When entered into the lesion, suddenly no resistance was felt and device was removed. The lesion was viewed with a scope and a longitudinal tear was noted in the esophagus. Clipping was performed to treat the perforation successfully. The physician does not recognize this event as being related to the product."